Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is the direct result of misuse/abuse of the product. See scanned page.

Event description:
Heating pad was returned to retailer and the only information provided was "plugged in and started to smoke." No injuries were reported with this incident.